Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A properly seated lancet device has a lancet that will not retract and protrudes past the end cap after firing the device. No adverse event reported. Customer unable to find the lot number on the device. A request was made for the return of the device, replacement sent.